Event description:
The customer reported that the monitor cart was not working. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a blown 3.14a fuse. He replaced the fuse. The system operates as intended.